Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set fell off during use on (B)(6) 2024. The infusion set in use for less than one day. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.